Event description:
Event description guidant received information that during the implant procedure, this right ventricular (rv) lead perforated the patient's right ventricle. This caused cardiac tamponade, and the patient was brought to the operating room for repair. The lead was explanted.